Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that on the 9th day, after the operation of the patient's right basal ganglia brain hemorrhage, that was, on (B)(6) 2025, the lumbar cistern drainage tube was removed. After the drainage tube was removed, the scale of the drainage tube was observed to be 12cm. Considering that the drainage tube was broken and remained in the lumbar soft tissue, the anteroposterior and lateral positions of the lumbar spine were completed to clarify that the broken end of the drainage tube was located at the lumbar 3-4 level. At the same time, the cranial brain + chest CT examination showed that the intracranial hematoma and lung infection were significantly absorbed and improved compared with the previous ones. The patient's family was informed of the condition, and it was recommended to perform a lumbar soft tissue incision under local anesthesia as soon as possible to remove the broken drainage tube. The patient's family was informed of the surgical risks and related precautions. The family agreed to the surgical treatment and actively prepared for the operation. The disease change was closely observed. The patient underwent lumbar spinal foreign body removal surgery under intravenous anesthesia. The patient's wound healed well after the operation and no other special adverse symptoms occurred. It was indicated that the lumbar drainage tube had no guide wire, the catheter was soft and sticky, and it was not easy to place the tube. During the placement of the tube, slight compression caused the lumbar drainage tube to rupture or contusion marks, which led to the breakage of the catheter during the removal process.